Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Pump received with cracked case behind the pump at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 8.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.